Manufacturer narrative:
A partial lead with the connector pin measuring 25.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during an unrelated procedure, physician could not implant the rv lead after multiple trials due to stylet being stuck at proximal part and could not be advanced to distal part of the lead. Lead was cut and removed. New rv lead was implanted. Patient was stable during and after procedure.